Event description:
A report was received that the patient is unable to communicate with her implant using her remote control or charger. A bsn sales representative has confirmed the patient's complaint. The patient's physician recommended that the patient's implant be replaced.